Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak detector alarm occurred during a routine hemodialysis treatment. The operator noted the effluent was red. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The disposable cartridge was not returned for evaluation. The exact cause of the blood leak detector alarm cannot be determined. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported with this lot of cartridges. Nxstage medical considers this report closed. No additional information will be provided.